Manufacturer narrative:
This report was submitted in error as this device was not an FDA approved device at the time of the event.

Event description:
This device was not an FDA approved device at the time of the event.

Manufacturer narrative:
(B)(4)

Event description:
The patient felt discomfort in their shoulder due to electrical stimulation. The atrial lead was explanted and replaced due to insulation damage. The patient is in stable condition.